Event description:
Information received from the (B)(6).treatment of a midline unruptured anterior communicating artery saccular bifurcation aneurysm measuring 10mm x 3mm. During the pipeline procedure, it was reported that the patient had a left fronto-basal paramedian ischemia. There was a thrombosis following the placement of the pipeline which was partially resolved with intra-arterial and endovenous abciximab injection.it was reported that the patient's condition resolved the same day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).